Manufacturer narrative:
Additional information was received that if the valve had been left in the original position it would have eventually impinged the mitral valve. So, it was decided to snare the valve back. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of the transcatheter bioprosthetic valve once the valve was released from the delivery catheter system (dcs) it dislodged ventricular to approximately 15 millimeters (mm) deep due to the annular and left ventricular outflow tract (lvot) calcium present. A predilatation 20 millimeter (mm) balloon was performed to pre-dilate the area before the valve was placed. Due to the valve having a "potential mistrial leaflet issue" due to the deep implant, a decision was made to try to snare the valve up to 5-8 mm. The valve then dislodged into the aortic as too much pull back pressure was exerted on the snare. A wire was also externalized through the valve on the opposite valve paddle when a second snare would not grab the tab. The snare and wire were both pulled together for a controlled pull back and at that time then the valve dislodged into the ascending aorta and remained between the sinotubular junction and the greater vessels. A second valve was then implanted into the correct annular position successfully. No additional adverse patient effects were reported.